Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic - chest anastomosis surgical procedure, the medium-large clip applier instrument did not release the clip after closing. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was checked before starting the procedure. The surgeon was setting standard size clips at the time of the problem. The surgeon did not confirm closure of the clip after ligation as the instrument did not release the clip. The ligated vessel did not have a diameter of more than 10 mm. The problem with the instrument was persistent. The instrument did not have a broken or loose cable. There was no information about the lot number of the drape the instrument was attached to. The procedure was completed with a normal clip applier. The procedure delay was less than 15 minutes. The procedure was not converted to laparoscopy, procedure was completed robotically with no reported injury. No patient information is available.

Manufacturer narrative:
The medium-large clip applier instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. A review of the instrument log for the instrument (pn 470327-12/lot # n10210712-0262) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2022 on system (B)(4). The instrument had 20 uses remaining after last use. This complaint is being reported based on the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated/ confirmed the customer reported complaint. Fa found the primary failure of the severely bent grip tips be related to the customer reported complaint. For clarification, the medium-large clip applier instrument was found with one grip bent. The damage was found near the base of the clip groove, causing a 0.017¿ offset at the tips. As a result, the clip could not be properly loaded on the grips. The cables were inspected and no signs of fraying or breakage was observed. The housing was removed from the back end and no damage was found. The root cause is typically attributed to mishandling/misuse, such as excessive force applied to the instrument jaws.